Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issues] occurred with three prostyle devices. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record no associated manufacturing nonconformities issued to the reported lot. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.